Event description:
It was reported that the patient presented to the clinic with far field r-wave (ffrw) on the right atrial (ra) lead and t-wave oversensing (twos) on the right ventricular (rv) lead. Reprogramming was attempted on both of the leads and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).